Event description:
The hosp reported that during the end of the dissecting portion of the endoscopic vein harvesting procedure, the conical dissection tip broke at the very tip where the two pieces were glued together. The physician's assist retrieved the broken piece from the pt's leg through the original incision. No additional incisions were required. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the conical tip was detached from the juicer at the point where they were glued together with adhesive. The visual inspection of the juicer and the dissection tip components showed that there was uniform residual adhesive present on the juicer od and the conical tip ID at the point of attachment to the juicer. The adhesive on both components had no gaps on the circumference of bonding surfaces. When the components were reassembled, the conical tip and juicer fit together as designed with no pieces missing. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.